Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was pulled from the monitor enclosure, and the wire for pin 1 was cut. The root cause for the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor was displaying a service code 204 (belt/monitor unusable).